Event description:
The facility reported an incident involving a leaking set. The patient "was not responding as expected to the medication." Tubing was checked and there was a pool of vasopressin found underneath the tubing. The tubing was changed, the medication was re-started, and the patient's blood pressure became stable. Per voluntary medwatch, "found to leak apparently from the hub of the tubing. Syringe pump did not alarm and continued event though tubing was leaking. Although baxter qm requested the following information, no information was provided regarding patient demographics, patient history, doses used, pump used, vital signs, procedures, and medical intervention.